Event description:
Information received from the field notes that during a pre- op check for a non-pacemaker related surgery, the device was found to be in back-up mode. The error codes suggested a potential problem with the integrated circuit and device replacement was recommended. The patient was not pacemaker dependent with a sinus rhythm >60 ppm. Therefore, the physician elected to leave the device implanted.